Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicated the backup mode was most likely caused by an unrelated surgical procedure.

Event description:
During a follow-up, upon interrogation, the device was found in backup vvi mode potentially due to unrelated surgical procedures. The device was reprogrammed to resolve the vvi mode, and the patient was stable with no adverse consequences.